Event description:
It was reported that "pt called to complain that he has 2 stryker knees and that he has had problems ever since. One clicks and clanks since (B)(6) 2008. Asked me if I knew that doctors take the acl. Said doctor cut a bunch of nerves. Pt did not want to submit a formal complaint and did not provide any add'l info. Said he just wanted to complain directly to stryker."

Manufacturer narrative:
An investigation could not be performed because the device remains implanted and the catalog number and lot number is unk. Root cause could not be determined.